Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose and low blood glucose (bg), however, specific values were not provided. Reportedly, the customer required assistance addressing bg levels. No additional information was provided. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.